Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a thoracoscopic lobectomy procedure, the standard stapler with brand-new packaging was used in the operation. The first firing was normal when the white reload was used to close and cut the blood vessel. When the second firing was closed with the green straight reload, the position of the bronchus was adjusted after the bronchus was clamped. The black grip was pushed forward to open the forceps, and the forceps were clamped again after the adjustment. It couldn't be completely closed, there were still large openings; the same situation happened when replacing a with brand-new 45mm green reload; because the 45mm green reload prepared in the operating room on the same day had been used up, a brand-new 60mm green staple was used. After that, the bronchus was clamped, the forceps were opened to adjust the position and clamped again. The back nail anvil and reload couldn't be closed, and there were still large openings. A new device was used to complete the case. There was no patient injury.